Event description:
I had essure put in at my obgyn office. I was put under and out of the office in a matter of a few hours. I had cramping and a little spotting for a few days and was told to take ibuprofen. The next day I was having a hard time breathing and called the ob. She said to go to the hospital and would see me there. My gallbladder had to be removed right away because it was inflamed so I had to be put under again. Surgery went fine, after a few days of normal pains of surgery I had to return to do the 'conformation" test. They said the ob would contact me in a few days when tests were read. My doctor's office called and said to immediately come in and get on a different form of birth control because the dye showed went through and essure didn't work. I took the test again and this time they assured me it had worked there were no problems and my essure was completely effective. I began in the next months to bleed a lot around my menstrual cycle time. Very heavy and painful. My doctor did an ablation nova sure. That was three surgeries in a month or two time. For two years or a little less, I had no problems. Then it started. I began bleeding heavily again out of nowhere. I thought I was having a baby right there where I stood doing dishes because I started cramping so bad. I thought it was contractions and I was having a baby. I rushed to emergency room where they ran tons of tests trying to find the problem. I was released with pain pills and told it was my period and I had cramps. This continued for 8 months. Severe cramping/contracting, tons of doctors trying to find problems. One doctor did a exploratory surgery which I had to be put under again. She found a little bleeding and said everything looked ok. She suggested birth control as did every ob. After four-five ob's, one finally said it was a bulky uterus and scar tissue causing pain and I needed a hysterectomy. I wanted it all out, was tired of the pain. Terrible on my right side that left me unable to move wherever I was, it just came from nowhere. Crying, screaming, in complete pain with 5 kids and unable to move, focus, do anything. The hysterectomy went well. The doctor said there was a very lot of bleeding and the ovaries stayed in. She also said my essure had come all the way through my tube. And that my ovaries had a lot of cysts that she removed. I know the problem was essure, I feel it. As do hundreds of other women I've spoken to with same problems. Still having problems such as tenderness of breasts and little things that seem to lead back to essure. Please help women from having to go through what I did.